Manufacturer narrative:
The event occurred in china. It was reported that there was no flow rate displayed on the rotaflow console during patient treatment. After repeated application of coupling agent there was still no flow displayed, so the device was replaced. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. A getinge field service technician investigated the rotaflow console with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6). The rfd was found to be defective. Thus the reported failure "no flow was displayed" could be confirmed. The customer confirmed not to order any repair of the device at this time. The rotaflow drive is out of use. Based on the information available at this time, the reported failure could be confirmed. No detailled root cause could be determined, as the rotaflow drive will not be repaired at this time. However, the failure mode can be linked to the following most probable root causes according to the rotaflow risk management file: flow rate not displayed only "---": - zero flow calibration failed - incorrect flow measurement - software error. The review of the non-conformities has been performed on 2024-09-17 for the period of 2016-04-21 to 2024-09-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2016-04-21. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that there was no flow displayed on the rotaflow console during patient treatment. After repeated application of coupling agent there was still no flow displayed, so the device was replaced. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.